Event description:
It was reported that during a gastric sleeve procedure, they attempt to fire the device a couple of times and it would not fire. They finally got it to fire; it completed the firing without incident. Upon removal of the device it was noticed that the staples did not form towards the distal end of the cartridge. The staple line was over sewed. They continued to use the device with a green cartridge. There was no patient impact.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Pylorus of atrium what color cartridge was being used? Black. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Difficult to fire initially. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.